Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 557 mg/dl. She treated her blood glucose level with the bolus wizard using the insulin pump. The customer was hospitalized on (B)(6) 2016 due to her high blood glucose level. The customer had e.coli move from the kidney to her blood. She was in intensive care unit and was in best rest. The customer was in the hospital for 5 days until she finished all antibiotics. She had kidney stones. The customer was vomiting and had diarrhea. She was given insulin to treat herself. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The day before the insulin pump had a blank display. The insulin pump's screen also had a scratch but she was able to read the screen. The device was not returned.